Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl due to loss of sensor signal. The customer also felt unwell and experienced body pain, shortness of breath, fatigue and diabetic ketoacidosis. The customer was hospitalized and was treated with intravenous insulin. The event involved product(s) mmt-7911ww. Troubleshooting was performed for loss of sensor signal and confirmed that customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump. Troubleshooting was performed for hyperglycemia and confirmed that the customer was not using insulin pump within 48 hours of reported event. No further patient complication was reported. No product return is required for mmt-7911ww.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.